Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The device download showed that the device internal hlc battery was depleted for period of time and it displayed the charge-pak, attention and wrench icons. The cause for the malfunction was determined to be due to an electrically leaky filter, designator fl9, on the analog pcb assembly. The excessive current leakage depleted the internal hlc battery at a rapid rate. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(6). There was no contact provided for the user facility for the device.

Event description:
It was reported that the device failed to power on during an event. It was reported that the patient suddenly collapsed at a (B)(6) and the defibrillator was retrieved within 5-10 minutes. The person that checked the patient detected a pulse. The device was brought in but it would not power on. There was no backup device available for use. The (B)(6) manager and the firefighter at the scene informed that the AED was not required as the patient had a pulse. The patient was transported to the hospital and passed away at the facility. There was no further details on the patient or event provided. Physio-control's clinical review of the event found that there was insufficient data available to determine the impact of the device use. The patient was reported to have a pulse and there was no patient ECG record available to determine the need for a defibrillation shock during the event.